Manufacturer narrative:
Patient city: (B)(6). Patient country: australia. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that patient experienced a high blood glucose event and was treated with ten milligram ozempic injection on 19 may 2025.